Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose value was 240 mg/dl. Customer stated auto mode status screen showed active insulin updating. Customer reported battery failed alarm and received an insulin flow blocked and now it didn't had the blue shield on the pump. Customer reported when they go to auto mode readiness, it says active insulin updating. Customer reported pump error during self test. Customer reported they were able to clear the alarms. Customer stated they are able to rewind the pump. Customer stated displacement test was passed. Customer stated the insulin pump was not dropped or bumped. Customer stated alarm occurred during basal delivery. Customer stated pump error did not occur during rewind. Customer stated self test failed. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 82 alarms noted during testing. Pump error 63 (variable 3) was present in the device trace download due to broken trace at pin on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No unexpected insulin flow blocked alarms noted during testing.